Manufacturer narrative:
The field service engineer checked the system and found the hardware acceptable. There have no further issues. The investigation determined that the qc was acceptable prior to the event. The investigation determined that the centrifugation specifications were not appropriate for the sample tube type. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for 1 patient tested on a cobas 8000 e 801 module. The initial troponin t result from an aliquot was 170 pg/ml. The result was reported outside of the laboratory and the physician questioned the result. The repeat troponin t result from the primary tube was 4.96 pg/ml and deemed to be correct. The troponin t reagent lot number was 41926001 with an expiration date of 30-nov-2020.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us.